Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2008. The fse performed a preventive maintenance on the instrument. The fse performed a system check and verified the performance of the instrument per established procedures. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an unexpected bnp (b-type natriuretic peptide) patient sample result generated on their synchron lxi 725 access 2i clinical system. The unexpected bnp patient sample result was reported outside of the laboratory. There was no impact to patient treatment associated with this event. The ordering physician questioned the unexpected bnp result. The patient sample was reassayed and a higher expected bnp result was obtained. The customer reported that quality control (qc) sample results were recovering within the laboratory's established ranges both before and after the event.